Manufacturer narrative:
Customer reported on the (B)(6) 2025 that their dell server suffered 3 disk failures. Their aria system is down as a result of the server failure. We are actively working with the customer to repair or replace the server. No malfunction or allegation against any varian product. Reporting is due to patients going without treatment for over 2 weeks. There is no claim of direct injury to any patient, but treatment interruption for greater than two weeks has the potential to decrease efficacy of radiation treatment.

Event description:
Aria down due to 3 disk failures on dell server. Customer has no service contract and the dell server is out of warranty. A local supplier visit was done, however the recommendations provided by the tech to repair the os were not possible even after multiple attempts. A disc replacement will be needed and is currently being sourced. Alternatively, a server replacement may be needed.

Manufacturer narrative:
A new server was obtained and the customer confirmed completion of all service work by varian on the 16th of july 2025. They confirmed they had been treating patients since early may with a temporary solution and continue to treat successfully after all work completed with the permanent solution.

Event description:
See completed (B)(4) MFR 3010123525.